Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a possible set screw issue or damaged seal plug. Technical services (ts) was contacted, and ts discussed troubleshooting. The s-ICD was reprogrammed to the alternate vector and remains in service. No adverse patient effects were reported.